Event description:
It was reported that pump displayed cartridge change error. There was no adverse impact to the customer¿s blood glucose level. Customer inspected cartridge o-ring and pneumatic tap area, cleaned connection area, ensured cartridge was fully attached, and then followed on-screen steps to complete loading; customer successfully completed load process and resumed insulin delivery, and no further issues were reported.